Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator failed all tidal volume test's from the ltv final test with lower readings than the required passing specifications. Bench testing revealed an out of specification flow valve. Carefusion installed a good known test flow valve and the ventilator passed all tidal volume test's. Carefusion replaced the flow valve to address the reported issue.

Event description:
It was reported to carefusion that the unit was delivering lower than expected tidal volumes during the functional checkout. This reported issue occurred during setup, therefore there was no patient involvement associated with this complaint.